Event description:
It has been reported to philips that there was a low load fluoroscopy rotor problem. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a low load fluoroscopy rotor problem. Upon inspection, fse determined that the x-ray tube cooling unit was defective. The fse replaced the x-ray tube cooling unit. After replacement of the x-ray tube cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.